Manufacturer narrative:
E1 INITIAL REPORTER CITY: SANYOONODA CITY, YAMAGUCHI PREFECTURE

Event description:
IT WAS REPORTED THAT A BALLOON RUPTURE OCCURRED. A 15MMX3.00MM WOLVERINE CORONARY CUTTING BALLOON HAS BEEN USED FOR THE PROCEDURE. DURING THE PROCEDURE, THE BALLOON RUPTURED. THE DEVICE WAS REMOVED WITH THE NORMAL METHOD, AND THE PROCEDURE WAS COMPLETED WITH A DIFFERENT MODEL OF THE DEVICE. THERE WERE NO PATIENT COMPLICATIONS, AND THE PATIENT WAS STABLE AFTER THE PROCEDURE.

Event description:
It was reported that a balloon rupture occurred. A 15mmX3.00mm Wolverine Coronary Cutting Balloon has been used for the procedure. During the procedure, the balloon ruptured. The device was removed with the normal method, and the procedure was completed with a different model of the device. There were no patient complications, and the patient was stable after the procedure.

Manufacturer narrative:
E1 Initial Reporter City: (b)(6).Device Analysis Findings:The device was returned to the CIS for analysis. Visual, Tactile and Microscopic analysis was performed on the device. A detailed microscopic examination of the balloon material identified a 4 mm tear in the balloon. The tear was located in the middle section of the balloon. As a tear was identified in the balloon material a leakage test was not performed. No other device issues were identified during returned product analysis. Device History Record (DHR) Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Cause Not Established. This conclusion code is based on the available information and the review conducted at the Complaint Investigation Site.